Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, loop electrosurgical excision procedure, bipolar disorder, dysfunctional uterine bleeding and adenomyosis. Previously administered products included for an unreported indication: mirena from 2009 to 2012. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and tooth disorder ("dental probs"). In 2018, the patient experienced vitamin d deficiency ("vitamin d deficiency"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), depression ("depression;/psych injury"), migraine ("migraine"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the depression, migraine, tooth disorder, alopecia, weight increased, weight decreased, vitamin d deficiency, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, vitamin d deficiency, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received- new events abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) were added. Psych injury updated into depression. Reporter information and medical history were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), migraine ("migraine"), tooth disorder ("dental probs"), alopecia ("hair loss") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the psychological trauma, migraine, tooth disorder, alopecia, weight increased, weight decreased and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, psychological trauma, tooth disorder, vitamin d deficiency, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test unknown: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received, event coding changed injury to "pelvic pain". New events dyspareunia, dysmenorrhea, abdominal pain, gen. Abnormal. Bleed, psych injury, migraine, dental probs., hair loss, weight gain, weight loss, vitamin d deficiency were added. Lab data and patient dob were added. Device removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.